Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged hyperglycemia after changing to a new 6 mm teflon infusion set on the ilet, with cgm readings up to 370 mg/dl and persistent highs despite a supply change and confirmed tubing fill; the user subsequently disconnected from the ilet and used subcutaneous insulin via pen to correct and then chose to remain on multiple daily injections. Symptoms included hyperglycemia. Outcomes included the need for unexpected medical intervention with medication and the event being considered a serious illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information about a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.